Event description:
On (B)(6) 2013, a reporter contacted animas alleging that they were experiencing bubbles in the cartridge for their device. The reporter alleged that the cartridge would be filled with no bubbles present but within a day bubbles would appear within the cartridge. This complaint is being reported because it was not resolved at the time of the call. There is no evidence to suggest that this event caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.